Event description:
(B) (6). As reported to coloplast, the green tip on the transobturator arm of the sling cracked during the arm passage through the obturator foramen. The sling was not removed.

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Device still implanted - not returned